Event description:
Female patient had bilateral breast augmentation approximately 20 years ago in another state. Pt present to operating room on (B)(6) 2013 for complaint of leaking l breast implant. Pre-op diagnosis: leaking l breast implant, bilateral capsular contracture. Post op diagnosis: same. Surgery: bilateral breast augmentation with saline implants; bilateral explantation of breast implants; bilateral lateral and inferior capsulorrhaphy; bilateral superior and medical capsulotomy. Findings: leaking l breast saline implant.